Event description:
Additional review indicates the information in MFR. Report # 9614453-2013-01456 pertains to this manufacturer¿s report. Any additional info will be reported in this report.

Event description:
It was reported that the lead had poor function after implantation and reprogramming did not help. The patient had less than fifty percent therapy relief at the gastrointestinal tract. The lead was thus explanted and a new one placed. The patient status was unknown.

Manufacturer narrative:
Product ID 30932843, lot# b0359616k, implanted: 2005-(B)(6), explanted: 2006-(B)(6), product type lead product ID 30951043, serial# (B)(4), implanted: 2005-(B)(6), product type extension.